Manufacturer narrative:
Block b3 (date of event): the date of the event was approximated to (B)(6) 2023 as no event date was reported. Block h6 (device codes): imdrf device code a0501 captures the reportable event of internal bolster detached.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date is unknown. It was reported the bolster detached. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.